Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation and their external devices have been unable to communicate with their ipg due to it being inoperable.

Event description:
Follow-up revealed the patient has chosen to use an alternative therapy to address their pain in the meantime. The patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The patient's weight was gathered via follow-up.